Event description:
The medical center had an impella 5.5 pump support that was ongoing for a patient with cardiomyopathy, when on day 5 it stopped. The pump was explanted and not replaced due to plan of care discussions with the medical team and the family.

Manufacturer narrative:
The medical center did not return the impella pump for benchtop analysis. The team removed the pump as part of care/comfort conversations with the family and then discarded the pump. No investigation to root cause is possible. Should more information be shared and a root cause determined, a final report will be filed. The failure mode will be monitored and trended.

Event description:
In addition to the originally reported pump stop, the purge side arm was noted as leaking purge fluid. The issue was remedied by configuring a purge system bypass.

Manufacturer narrative:
(H3) the investigation into the reported "purge leak - pump and pump stop" has been completed since the original report was filed. The medical center did not return any impella products for benchtop an analysis; only the clinical report was evaluated. During data logs analysis it showed the pump stopped immediately upon the sudden occurrence of the "impella stopped - motor current high" alarm. Preceding the pump stopped, the motor current gradually increased over several hours and the pump flow rapidly became saturated, losing all pulsatility. The purge pressure rapidly increased and remained elevated. After reviewing the clinical information, it was determined that the cause of the pump stop was most likely blood ingress due to the lack of purge fluid. The cause of the purge leak was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records section d4: unique identifier (UDI) #.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b1, b2, b5, h1, and h6.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.